Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Device received with blank display due to missing battery tube spring. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. Motor passed motor test.